Manufacturer narrative:
Reportedly, at explant, a culture analysis was performed following site's protocol and the explanted valve tested positive for staphylococcus epidermidis. However, it was confirmed that this was only an incidental finding and the patient did not present any signs of endocarditis. Endocarditis valves will not be requested for return. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm carpentier perimount valve implanted in the aortic position was explanted from a 52-year-old patient after an approximate implant duration of seven (7) years and three (3) months due to calcific degeneration leading to severe insufficiency and stenosis (mean gradient >50mmhg). As reported, patient presented with chest pain. A non-edwards mechanical valve was implanted in replacement. Patient was stable and discharged.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.